Event description:
Customer reported the system displays a "low camera voltage" error message and will not produce x-rays or images. No pt injury was reported.

Manufacturer narrative:
(B)(4). The device was received missing the plunger/needle assembly. Evaluation of the returned device found a posterior needle to posterior cuff miss confirming the reported event. There was no other detected damage or anomaly to the device. For a needle to cuff miss event, the possible causes are needle deflection during plunger deployment due to interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. However, these possible causes could not be confirmed as no anatomical information was reported. During testing, a proxy plunger and needle assembly was tested for proper needle trajectory and the results were successful. Based on the investigation findings, the root cause for the complaint and detected failure mode is related to the operational context in which the device was used. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any information relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.